Event description:
Device #1 of 2: reference MFR. Report: 1627487-2014-22004. It was reported the patient is experiencing shocks when he moves. Lead diagnostics revealed multiple contacts were low, however; the patient was receiving stimulation. X-rays showed the lead had migrated. The family reports the patient had fallen several times. Surgical intervention may be pending to address this issue.

Event description:
Device #1 of 2 reference MFR. Report: 1627487-2014-22004 the initial reported event was addressed in reference MFR. Report: 1627487-2014-05443.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.